Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description the root cause could not be explicitly determined. A potential root cause may be due to excessive bruxism which would cause the anchors the break off of the device. Another potential root cause could be due to the screws not being sufficiently tighten which can cause the screws to break off over time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device has not been returned for analysis. Several attempts have been made to provider to obtain additional information without response. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the upper left piston on a silent nite with gl hinge broke off completely and the other three connectors have begun to break. No further information was provided.